Event description:
The customer reported experiencing six episodes of low blood glucose and she has not treated. The blood glucose reading at time of call was 62mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and found that the customer had changed the basal rates to 0 since she kept going low. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer did not have an extra infusion set to run the displacement test. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Downloaded history file shows multiple alarms due to corrupted history file. Unable to verify unexpected delivery anomaly due to the corrupted history files. The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. Programmed basal profiles and boluses delivered and recorded properly during testing. No daily total, basal or bolus anomaly noted. A cracked reservoir tube lip was also noted.